Event description:
Index surgery: (B)(6) 2014. Revision of left shoulder components due to dislocation. Surgeon states event is unlikely related to devices. This event report was received through clinical data collection activities.